Event description:
Per surgeon, eea staplers x2 (trans-oral and open) did not function correctly intraop during multiple gastrectomy anastomosis attempts, thoracic called in to assist, case converted from robot, to lap hand assist, to open, then to open thoracotomy.